Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01726 and 2134265-2017-01929. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive would not pullback, so therefore automatic pullback could not be performed. However, imaging was performed without issue. No patient complications were reported and the patient's status was stable.